Event description:
A user facility reported that there was assymetric deflation of the lateral wall of the cuff. A small hole was found to be in the back of the cuff. Physician was unable to maintain adequate seal. The problem was noticed right away upon insertion. The lma was immediately replaced with a second lma without further consequences. The problem lma was not tested prior to insertion. There was no pt injury or problem. The mask was discarded by the user facility and will not be returned. Add'l info is not expected.